Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. On 4/17, the patient's blood glucose results were 121 and 225 mg/dl. Tests were done within 2 minutes. Patient did not experience any adverse events. No further information has been reported.